Manufacturer narrative:
H3, h6: the navio handpiece part number 110137, bb000399 used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A screenshot review was completed. The reported problem was confirmed. A handpiece exposure control motor failure error occurred just after initiation of femur bone removal. A log file review was completed. The reported jam detected error was confirmed. In addition, there were two handpiece cable disconnect errors during the handpiece connection process indicating a potential handpiece connection issue. A functional evaluation was performed. The evaluation followed the handpiece performance evaluation. The reported problem was not confirmed. The hp repeatedly passed the performance tests with no errors. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints identified prior events. The likely cause of the handpiece related errors is an intermittent cable/connection issue with the handpiece. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that during a navio ukr procedure, when burring the femur, they had a motor function error. The bur would spin freely in the anspach drill when taken out of the handpiece, but would not extend or retract in the handpiece. Also, the drill sounded very high pitched and had a grinding sounds during cutting. There was a delay of less than 30 minutes due to this issue. No other complications were reported.